Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was used during a posterior repair procedure. As the physician was placing the first leg assembly, the needle detached. Reportedly, the detached needle was captured inside the capio cage. He completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was used during a posterior repair procedure. As the physician was placing the first leg assembly, the needle detached. Reportedly, the detached needle was captured inside the capio cage. He completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) needle detachment.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that the needle from the blue dilator with white stripe had broken off. In addition, the suture was frayed at the distal tip. Visual analysis of the returned capio device revealed that the detached needle was lodged inside the capio cage. In addition, the needle carrier was bent, likely caused by device rotation within the patient's anatomy in order to position the dart properly. Functional testing of the returned capio device showed that the bent carrier did not deploy to the center slot of the capio cage. The bent carrier likely caused the suture break; the misalignment of the carrier with the catch would cause the fraying of the suture at the point of contact with the catch, and thus the separation of the dart head from the suture.